Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release. The site location was patient's abdomen and lower back. The pump was worn on the same side of the set. The infusion had been in use for 2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.